Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she had been experiencing high blood glucose levels and think the device might have something to do with it. Customer states she had been having issues with the keypad. Customer's blood glucose was 356 mg/dl. Customer stated she is unsure and that she leaves the device inside the house when she goes swimming, as a significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. Insulin pump was unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. Insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.